Manufacturer narrative:
(B)(4). During troubleshooting, the field service representative (fsr) found that the source of the problem is the battery back-up printed circuit board assembly (pcba). Preventive maintenance (pm) could not be completed since battery back-up is not functioning at this time. Battery back-up cannot be repaired due to repair part being unavailable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery module would not switch to battery. There was no patient involvement.